Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device remains in patient. This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to uncomfortable ipg positioning. After the revision, the patient is reportedly doing well.